Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump became unresponsive stopping all insulin deliveries. The pump was charged and plugged back into a power source and the pump turned on. Reportedly, after the pump turned back on the touchscreen was delayed in responding to presses. There was no reported impact to customer's blood glucose level. There was no reported impact to customer's blood glucose level. Contact stated the customer's blood glucose levels have not been tested. It was indicated that the customer has back up manual injections for continued insulin therapy.